Event description:
Event description guidant received information that this transvenous implantable lead exhibited atrial impedance greater than 3,000 ohms and intermittent pacing at 5.0v. During the procedure to address the lead, the chronic lead was capped and this replacement transvenous implantable lead was attempted; however ,the terminal pin broke off in the header of this cardiac resynchronization therapy defibrillator (crt-d). Setscrew difficulty with the device was experienced. The device was explanted and the attempted lead was removed. Another device and lead were implanted. The device and lead were returned for analysis.